Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient vision was not improved. It was probably due to posterior capsule opacity. The replacement was performed and no other problems were observed. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).